Manufacturer narrative:
Product was not available for evaluation.

Event description:
Reporter noted inflammation one day post op; identified as toxic anterior segment surgery (tass). Patient treated aggressively with topical steroids with a good response. Cause of event remains unknown. Not blaming any product. Facility is not interested in site visit. Per reporter no further cases have been identified. No further information provided.